Manufacturer narrative:
A titan touch pump and detached inlet tubing with connector were returned for analysis. A separation within abrasion was noted on the longer exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on both exhaust tubes. These were not sites of leakage. Abrasion was noted on the inlet tube of the pump. No functional abnormalities were noted with the detached inlet tube or connector. No functional abnormalities were noted with the detached inlet tube or connector. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified,there was a fracture in the pump tubing of a titan otr. The device was explanted and replaced. No other adverse patient effects were reported.